Event description:
On (B)(6) 2012, a male patient had a repair of an abdominal aortic aneurysm (aaa) with a main body stent graft left iliac leg and right iliac leg. During a routine follow-up CT in 2014, the physician saw aneurysm sac growth near the gate of the main body stent graft. It was thought that the graft had a hole in it. The physician wanted to reline the graft with another bifurcated graft and he used another manufacturer's graft (1820334-2014-00427). However, about a week ago (date not provided), there appeared to be a hole in the graft on the opposite side. A renu converter was then placed and the left side was plugged and the converter extended down the right side. The devices were implanted and remained implanted. Delivery systems were removed with no issues.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.